Event description:
It was reported that this patient with this boston scientific implantable cardioverter defibrillator (ICD) and competitive right ventricular (rv) lead had been lost to follow up. Review of a remote transmission identified lead alerts had been triggered for shock impedance less than 20 ohms and pacing impedance greater than 3000 ohms. The pacing impedance exhibited a gradual increase which correlated with an increase in thresholds. An additional alert had occurred three months prior for a high voltage warning during a capacitor reformation caused by a product performance issue with the competitive lead. Low shock impedance may have damaged the device internal circuit and could have compromised therapy if it had been required. The patient was not dependent; therefore, no syncopal events occurred. A revision procedure was performed to explant the lead. A boston scientific technical services consultant stated the ICD should also be explanted during the procedure due the damage to the charge circuit. The device and lead were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.